Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("remaining centimeter of essure") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), arthralgia ("severe and constant joint pain"), suprapubic pain ("suprapubic pain"), pelvic inflammatory disease ("pelvic inflammation"), heavy menstrual bleeding ("heavy menstrual bleeding"), pelvic pain ("generalized pain"), nausea ("nausea"), vomiting ("vomiting"), insomnia ("insomnia"), night sweats ("nocturn sweating"), intermenstrual bleeding ("metrorrhagia"), allergy to metals ("allergy to some components of essure"), fibromyalgia ("fibromyalgia"), headache ("headaches"), tinnitus ("tinnitus"), burning sensation ("burning sensation on the face"), limb discomfort ("heaviness in arms"), pain in extremity ("pain on the left leg"), abdominal pain upper ("epigastric pain") and swelling ("swelling sensation"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain upper, allergy to metals, arthralgia, burning sensation, device breakage, fibromyalgia, headache, heavy menstrual bleeding, insomnia, intermenstrual bleeding, limb discomfort, nausea, night sweats, pain in extremity, pelvic inflammatory disease, pelvic pain, suprapubic pain, swelling, tinnitus and vomiting to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("remaining centimeter of essure") in an adult female patient who had essure inserted (lot no. 806698) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Previously administered products included: celecoxib. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), arthralgia ("severe and constant joint pain"), suprapubic pain ("suprapubic pain"), pelvic inflammatory disease ("pelvic inflammation"), heavy menstrual bleeding ("heavy menstrual bleeding"), pelvic pain ("generalized pain"), nausea ("nausea"), vomiting ("vomiting"), insomnia ("insomnia"), night sweats ("nocturn sweating"), a first episode of intermenstrual bleeding ("metrorrhagia"), allergy to metals ("allergy to some components of essure"), fibromyalgia ("fibromyalgia"), headache ("headaches"), tinnitus ("tinnitus"), burning sensation ("burning sensation on the face"), limb discomfort ("heaviness in arms"), pain in extremity ("pain on the left leg"), abdominal pain upper ("epigastric pain"), swelling ("swelling sensation"), asthma ("asthma episode"), hypersensitivity ("facial allergic reaction"), dyspnoea ("dyspnea"), abdominal pain ("abdominal pain"), pyrexia ("fever"), ovarian cyst ("ovarian cyst"), a second episode of intermenstrual bleeding ("metrorrhagia") and fatigue ("chronic fatgue"). The patient was treated with levofloxacin and cholesterol as well as surgery (bilateral salpingectomy). At the time of the report, the outcomes for device breakage, arthralgia, suprapubic pain, pelvic inflammatory disease, heavy menstrual bleeding, pelvic pain, nausea, vomiting, insomnia, night sweats, allergy to metals, fibromyalgia, headache, tinnitus, burning sensation, limb discomfort, pain in extremity, abdominal pain upper and swelling were unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, arthralgia, asthma, burning sensation, device breakage, dyspnoea, fatigue, fibromyalgia, headache, heavy menstrual bleeding, hypersensitivity, insomnia, the first episode of intermenstrual bleeding, the second episode of intermenstrual bleeding, limb discomfort, nausea, night sweats, ovarian cyst, pain in extremity, pelvic inflammatory disease, pelvic pain, pyrexia, suprapubic pain, swelling, tinnitus and vomiting to be related to essure administration. The reporter commented: (B)(6) 2012: complementary imaging testes were carried out to check its correct placement. The most recent follow-up information incorporated above includes data received on: 26-jan-2023: plaintiff fact sheet received. Events asthma, dyspnea, abdominal pain , pyrexia, ovarian cyst, fatigue & mettrohagia added. Reporter information updated. Concomitant condition added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("remaining centimeter of essure") in an adult female patient who had essure inserted (lot no. 806698) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Previously administered products included: celecoxib. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), arthralgia ("severe and constant joint pain"), suprapubic pain ("suprapubic pain"), pelvic inflammatory disease ("pelvic inflammation"), heavy menstrual bleeding ("heavy menstrual bleeding"), pelvic pain ("generalized pain"), nausea ("nausea"), vomiting ("vomiting"), insomnia ("insomnia"), night sweats ("nocturn sweating"), a first episode of intermenstrual bleeding ("metrorrhagia"), allergy to metals ("allergy to some components of essure"), fibromyalgia ("fibromyalgia"), headache ("headaches"), tinnitus ("tinnitus"), burning sensation ("burning sensation on the face"), limb discomfort ("heaviness in arms"), pain in extremity ("pain on the left leg"), abdominal pain upper ("epigastric pain"), swelling ("swelling sensation"), asthma ("asthma episode"), hypersensitivity ("facial allergic reaction"), dyspnoea ("dyspnea"), abdominal pain ("abdominal pain"), pyrexia ("fever"), ovarian cyst ("ovarian cyst"), a second episode of intermenstrual bleeding ("metrorrhagia") and fatigue ("chronic fatgue"). The patient was treated with levofloxacin and cholesterol as well as bilateral salpingectomy. At the time of the report, the outcomes for device breakage, arthralgia, suprapubic pain, pelvic inflammatory disease, heavy menstrual bleeding, pelvic pain, nausea, vomiting, insomnia, night sweats, allergy to metals, fibromyalgia, headache, tinnitus, burning sensation, limb discomfort, pain in extremity, abdominal pain upper and swelling were unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, arthralgia, asthma, burning sensation, device breakage, dyspnoea, fatigue, fibromyalgia, headache, heavy menstrual bleeding, hypersensitivity, insomnia, the first episode of intermenstrual bleeding, the second episode of intermenstrual bleeding, limb discomfort, nausea, night sweats, ovarian cyst, pain in extremity, pelvic inflammatory disease, pelvic pain, pyrexia, suprapubic pain, swelling, tinnitus and vomiting to be related to essure administration. The reporter commented: (B)(6) 2012: complementary imaging testes were carried out to check its correct placement. Lot number: 806698 manufacture date: 2010-11 expiration date: 2013-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-feb-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.